Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the event could not be confirmed nor the exact cause be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.  Catalog numbers and lot codes of other devices listed in this report: 5531g409 x3 triathlon cs ins size 4 9mm ljk001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's left mako knee was revised due to pain. No possible cause or contributor for pain was reported. Intra-operatively, the tibial component was found to be a tiny bit loose, but the baseplate still required considerable effort to remove. A size 4 baseplate and 4x9 cs insert were revised to a size 4 universal baseplate with stem, and 4x16 cs insert. Rep provided primary and revision usage sheets and confirmed that no further information will be released by the hospital or surgeon.